Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Caller changed cartridge and infusion set and resumed insulin therapy.